Event description:
The tech alleged that the bed has no trendelenburg or reverse trendelenburg function. No pt impact.

Manufacturer narrative:
The tech found broken trendelenburg assemblies. The tech replaced the trendelenburg assemblies to resolve the issue.